Manufacturer narrative:
(B)(4). Insulin pump passed self test and displacement test. No unexpected hardware low level alarms noted during testing however, hardware low level alarm confirmed in the downloaded history file due to broken electrical board trace at on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures error. The customer¿s blood glucose was 9 mmol/l at the time of incident. Customer was able to clear the alarm and able to rewind the insulin pump. The customer also stated that they performed the self test and they were able to passed the test. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.